Event description:
Additional information received reported that the catheter tip dislodged/migrated from the subarachnoid space. A dye study was completed on (B)(6) 2012 and found the catheter position questionable. A surgical evaluation, radio nucleotide study, and catheter revision were pending. The patient continued to report poor pain relief, however, it was indicated that there was no hospitalization required. The medication in the pump was marcaine. Additional information has been requested, but was not available as of the date of this report

Event description:
It was reported that on (B)(6) 2012, the patient went to the hospital to get assistance with turning off the alarm on her pump. It was discovered that the alarm was going off because of an empty pump reservoir. Patient stated that there was not any drug in the pump and that a different drug would be put in pump next week due to her not receiving adequate pain control. Additional information received reported the refill alarm had been going off every 10 minutes. No action was taken at that time as the physician could not be reached. The next day, the patient went to see his physician and pump alarm was disabled. The managing physician believed that the tubing had been dislodged from the pump. The doctor withdrew the drug that was in the pump and the patient was awaiting a visit with the neurosurgeon to get the surgery necessary to get the pump working again. At the time of this report, it was uncertain what drug was in the pump, but the patient was reported as doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).